Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call, the insulin pump had alarmed unexpected restart; probable cause was the device was stored without a battery. The customer hung up and then called back and stated he couldn't clear the alarm. Customer stated when he pressed the esc button the device would blink and when he pressed the act button it wouldn't respond. Customer's blood glucose was unknown. Customer's father didn't recall any significant event that may have caused the keypad issues. The device is not returning for analysis.